Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported and occlusion alarm occurred. Customer's blood glucose was 240-250 mg/dl. Further troubleshooting could not be performed as the customer did not have extra supplies.